Manufacturer narrative:
The reported event could be confirmed, since the nail is broken apart as complained. The device inspection revealed the following: the visual inspection has shown that the nail broke apart at the lag screw hole. On top of the bore are strong impression marks visible, caused by high loads between the nail and the lag screw. The fracture face was inspected under the microscope and the typical characteristics of a fatigue fracture could by identified. The relevant dimensions were verified during the investigation and no deviation from the specification could be detected. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The nail was returned for evaluation and no product related issue could be detected. More detailed information about the complaint event, like x-rays, operation reports and information about patient activity must be available in order to determine the root cause of the complaint event. The evaluation of the nail has shown that fatigue did lead to the breakage of the device, the implant could not resist the applied force which finally led to a material overload / fatigue failure. In this relation following statement from the instructions for use can be mentioned: [these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.] [Original statement] if updated information is provided, the case will be reassessed.

Event description:
The customer reported the following issue: "on (B)(4)2021, the gamma3 nail was found to have fractured six weeks after its implantation in a 49 year-old patient, weighing 60kg for 1.67m. There was no shock that could have caused this fracture. The patient had to be re-operated to perform a new osteosynthesis. The risk following this incident is a varus pseudarthrosis of the femoral neck".

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported the following issue: "on (B)(6) 2021, the gamma3 nail was found to have fractured six weeks after its implantation in a (B)(6) patient, weighing (B)(6) kg for 1.67m. There was no shock that could have caused this fracture. The patient had to be re-operated to perform a new osteosynthesis. The risk following this incident is a varus pseudarthrosis of the femoral neck".